Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture with silicone leakage.

Event description:
Healthcare professional reported "breast implant rupture and silicone leakage in the right breast". Device remains implanted.

Event description:
Healthcare professional reported "breast implant rupture and silicone leakage in the right breast". Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "breast implant rupture and silicone leakage in the right breast", and "capsular fibrosis", baker grade ii. The implant has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing shell, red particles and underweight. A visual and microscopic analysis was performed which identified: sharp broken on anterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive and a sharp broken on anterior assessed as a surgical impact opening.

Event description:
Healthcare professional additionally reported "capsular fibrosis". Baker grade ii. Device has been explanted.